Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reported event was confirmed but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was not communicating and no image was displayed. The issue was observed during preparation for use for an unknown procedure. There were no delays and no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device had no ultrasound image. Additional device evaluation findings were as follows: identification chip has no data, multiple leaks detected from the instrument channel, distal end cover glue cracked, biopsy channel leaking, elevator channel leaking from water jet, bending section fluid, control body fluid, scope connector had corrosion, and the ultrasound connector had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.